Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the possibility of device oversensing and inhibiting pacing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the elective replacement of this device, the patient went asystolic after the left ventricular (lv) lead was removed from the device. Therefore, the lead was reconnected. Next, the right ventricular (rv) lead was removed and asystole was observed again. The lv lead was hooked up to the pacing system analyzer (psa) to ensure pacing and the rv lead was interfaced to the replacement device. The caller was inquiring about the reason asystole occurred. No adverse patient effects were reported.